Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. Additional event or patient information is not available. The complaint device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and it was observed that the receiver is stuck and continues to re-start itself on the initialization screen. Functional testing was attempted but could not be performed; therefore, a data log could not be retrieved. The receiver case was opened for further evaluation and found that the memory chip has been corrupted. Due to the condition of the device, the reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.